Event description:
It was reported that the pump exhibited a primary audible alarm. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device unknown.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found non-OEM (original equipment manufactured) tamper seals on the pump, however the device was in good condition with no appearance of any physical damage. There was no evidence of the reported problem as they were unable to access the error log. The customer reported problem primary audible alarm post, was not duplicated. The investigation was unable to determine the intermittent of the error and no physical or any other damage was found on the speaker. Since no fault was found, for preventative action the speaker was replaced. The root cause of the reported problem was undetermined. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken., corrected data: correction: h4: mfg. Date. 23-may-2019; d4: model number:4000.